Event description:
Customer alleged chair moved forward by using joystick, the joystick stopped and display light on joystick started blinking on and off. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtqsp, serial number/date (B)(4) is approximately 3 months old. The owner's manual part number 1134791 rv g (aug-2007) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the chair moved forward by using the joystick, the joystick stopped and the display light of joystick started to blink on and off. The dealer alleged the problem is in the battery. The dealer measured the voltage of the battery and found that the battery's voltage is lower than the other chair's batteries. The dealer replaced the defective battery to the new battery which they had in stock. Warranty replacement order (B)(4).